Event description:
Provider states that the left star shaped part that touches the wheel got loose and fell off of the wheel lock assembly. Provider states that the right side is very loose and wobbly as well.